Event description:
Additional information received identified surgical intervention took place on (B)(6) 2016 at which time the ipg was explanted and replaced, and the physician made the ipg pocket deeper.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing discomfort at his scs ipg site. Surgical intervention is planned for a later date to address the issue.

Event description:
Additional information received identified the patient's discomfort has reportedly resolved post-operative.